Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had the insulin pump for 5 years and the buttons are hard to press. The customer stated that they work in the rain while they keep the insulin pump in their pocket. The customer was assisted with the issue and was informed that the pump needed to be replaced. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.